Event description:
It was reported that the procedure was to treat the right coronary artery (rca). The 3.5x48 mm xience xpedition stent delivery system (sds) was advanced to the target lesion and it was noted during deployment that the severe calcification of the vessel wall resulted in the stent being trapped in the calcified plaque and incompletely expanded. There was mild resistance noted during balloon catheter withdrawal, the stent was separated and some rings were deformed. The device could not be retrieved with the delivery system so a snare was used to retrieve the stent. Another xience xpedition stent was used to complete the procedure. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual analysis was performed on the returned device. The reported separation/noted break was confirmed. The reported material deformation was confirmed. The reported entrapment of the device and patient-device incompatibility could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is possible that the severe calcification resulted in the reported patient-device incompatibility, entrapment of the device and subsequent noted stent break/stent deformation. A snare device was used to remove the stent from the lesion. A conclusive cause for the reported/noted difficulties cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D1: corrected brand name from xience xpedition 48 everolimus eluting coronary stent system to xience xpedition¿.